Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU department. During insertion "the needle into the patient's right vena subclavia, air was aspirated." As a result, the syringe needle was removed and replaced, and a new puncture was made; this time blood was aspirated with air. During removal of the syringe with the needle, the luer-lock hub detached from the needle, however, all pieces were removed from the patient's vein; no intervention was necessary. There was a delay reported, however, there was no harm to the patient as a result of this delay. There were no complications, death, or injury reported as a result of this occurrence.